Event description:
According to the available information the balloon was checked before the catheter was inserted. The nurse realized that the urinary catheter was leaking during the first treatments of the day. The nursing team concluded that there is a very strong suspicion that the balloon is punctured and non-porous. The catheter was removed immediately. A new urinary catheter had to be reinserted.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we didn't find any other complaint regarding the lot number. Checking the quality databases revealed this type of defect is known and closely monitored the incriminated sample was not available to perform the technical test so we cannot conclude as to the root cause of the balloon leak. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.